Manufacturer narrative:
A titan pump, two cylinders, a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation was noted in the pump body adjacent to the junction between pump body and pump bulb. Testing revealed this to be a site of leakage. Microscopic inspection revealed the surfaces at the site of separation to be rough and irregular, indicating sufficient stress was exerted to separate the site. Examination revealed a separation in the reservoir inlet tubing. Testing revealed this to be a site of leakage. Microscopic evaluation revealed uniform striations, indicating contact with unshod instrumentation. Microscopic inspection revealed partial separations within abrasions on the cylinder 1 exhaust tubing. Microscopic inspection revealed surface abrasion on all pump tubes, both cylinder exhaust tubes, the reservoir inlet tubing, and connector / tubing segment indicating repetitive contact between surfaces. No functional abnormalities were noted with cylinder 1, cylinder 2 or the connector /tubing segment. Based on examination of the returned product, it was concluded that the abrasion marks noted on all pump tubing indicated they may have overlapped and abraded against one another while in-vivo. This positioning, in combination with device usage over time, may have contributed sufficient stress(s) on the pump body to result in the separation. A separation such as this may then result in leakage, rendering the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed unshod instrument separation in the reservoir inlet tubing occurred after the device packaging was opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or after explant. This separation is not associated with the cause for failure. A review of the device history record confirmed that the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Event description:
According to the available information, the device was explanted due to a leak. The device was not replaced.